Event description:
Further information was received that the patient's vns system has been successfully turned on and recently increased in clinic without incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient had asystole on system diagnostic test performed during vns system implant. Additional information was received that the asystole episode occurred on first system diagnostic check in the or. It was reported that the vns system was successfully implanted. It was reported by nurse that it's unknown if patient had pre vns history of cardiac events, although slow heart rate noted. Medical professional opinion about the possible cause of the cardiac event is irritation of the vagus nerve following prolonged manipulation to have old lead removed.